Manufacturer narrative:
Device evaluated by MFR.: a xxl device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood present in balloon which is indicative of a leak. The balloon was attached to an encore inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located 40mm proximal from the distal tip. The rated burst pressure for this device is 8 atmospheres as per xxl specification. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual examination identified no issues with the tip of the device that could have contributed to the complaint incident. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The patient was presented with claudication and underwent left leg angiogram. The 75% stenosed target lesion was mildly tortuous and moderately calcified. A 14-6/5.8/75 xxl vascular balloon dilator was advanced for dilation. However, during the procedure, the balloon ruptured seconds before reaching the rated burst pressure. The device was removed intact, and the procedure was completed with another xxl balloon. There were no patient complications and injuries reported.

Event description:
It was reported that balloon rupture occurred. The patient was presented with claudication and underwent left leg angiogram. The 75% stenosed target lesion was located in mildly tortuous and moderately calcified left iliac vein. A 14-6/5.8/75 xxl vascular balloon catheter was advanced for dilation. However, during the initial inflation, the balloon ruptured before reaching the rated burst pressure. The device was removed intact, and the procedure was completed with another xxl balloon catheter. There were no patient complications reported.